Event description:
It was reported that on (B)(6) 2003, the patient underwent an epidural steroid injection. On (B)(6) 2003, the patient underwent the following procedures: l4 laminectomy, bilateral medial facetectomy, foraminotomy. L5 laminectomy, bilateral medial facetectomy, foraminotomy. S1 laminectomy, bilateral medial facetectomy, foraminotomy. Placement of interbody ray cages at l4-5, l5-s1. Bilateral lateral transverse fusion at l4-5, l5-s1. Posterior segmental instrumentation at l4-5, l5-s1 using surgical dynamics MRI ¿ compatible posterior instrumentation and pedicle screw system. Bilateral lateral transverse fusion grafting with cancellous and cortical bone harvested from spinous processes. . Placement of an epidural catheter for postoperative delivery of an epidural anesthetic. Placement of an ebi epidural stimulators for postoperative pain control. Use of navigation system for identification of the pedicles. On (B)(6) 2009, the patient underwent the following procedures: removal of previous lumbar instrumentation. Evaluation of previous lumbar fusion. Bilateral l4-l5 foraminotomy. Posterolateral arthrodesis l4-l5, l5-s1. Use of microscope and microdissection technique reportedly, the patient sustained unspecified injuries after implantation of rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.